Event description:
While running in the closed mode of operations on the cell-dyn 3500 analyzer, a patient sample generated a hemoglobin result of 9.4 g/dl. The sample was repeated with a hemoglobin result of 7.5 g/dl. The sample was repeated with a hemoglobin result of 7.5 g/dl. The sample was then repeated in the open mode of operation with a hemoglobin result of 9.3 g/dl. Controls and background counts were within specifications on all runs. A precision run met all specifications. There is no impact on patient management reported.